Event description:
A 3.5mm diameter by 18mm length s670 rapid exchange stent delivery system was inserted into the right coronary artery for the treatment of a 95% stenotic lesion. The stent was placed across the lesion, and upon the first inflation of the stent delivery system, the balloon was reported to have burst at 8 atmospheres. The stent delivery system was removed from the pt and another manufacturer's angioplasty balloon was inserted to post dilate the stent. The stent was successfully deployed and there was no report of injury to the pt. The device history review record revealed no issues relevant to the event.